Manufacturer narrative:
The prograsp forceps instrument was received, and failure analysis found the instrument to have a broken main tube at the distal tip. A piece measuring proximately 5.50mm x 5.00mm was missing and not returned with the instrument. Components adjacent to this broken main tube did not show damage. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. A review of the provided image shows the proximal clevis dislodged from the main tube, preventing removal of the instrument from the cannula.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the prograsp forceps instrument was broken and blocked in the trocar. The reporter confirmed that the instrument was not inspected prior to use. There was no damage observed. The reason the instrument and cannula were removed together was that it was impossible to remove the tool from the trocar. The "cover" - a "black part from the da vinci tool shaft" - was broken off, which blocked the tool from being removed. The port incision was not increased in order to remove the instrument and cannula together. No fragment fell inside the patient's anatomy. The fragment was removed during the same procedure while outside of the patient's body, to allow the trocar to be removed from the instrument. The instrument did not collide with any other instrument or tool during procedure. The procedure was continued as planned, and no injuries were reported.